Event description:
It was reported the patient had previously developed a post-op infection. It was stated the patient did not want to part with her neurostimulator (ns) and was ¿willing to live on antibiotics the rest of her life rather than give it up.¿ it was further stated that ¿that wasn¿t necessary¿ and that ¿the original was removed, the infection treated, and she was fitted with a new unit.¿ it was noted the patient then had ¿many good years of faithful service¿ from the new ns. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).